Event description:
Spouse of home patient (hp) reports an incomplete prime of the homechoice set. Noted during priming. Spouse visually inspected the current setup and noted no anomalies. No patient injury or medical intervention reported per spouse.